Manufacturer narrative:
PMA 510(k): report is for three (3) unknown screws. Other: UDI: part number unknown, lot number unknown; UDI unknown. Implant and explant dates: device not implanted / explanted . Initial reporter: hospital contact phone - (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a proximal and distal blocking surgical procedure a surgeon placed a nail and three (3) screws. The surgeon was able to verify reduction by x-rays, however when the surgeon attempted to rotate the patient's arm, surgeon heard a sound and thus performed another x-ray. The x-ray confirmed that the patient's fracture has displaced. The surgeon decided to change the nail for a philos long plate. The surgeon removed the nail from the patient and determined the nail was damaged in the mounting notch. This report is for three (3) unknown screws. This is report 2 of 2 for (B)(4).